Event description:
It was reported that bd nexiva 18 ga x 1.25in sp with maxzero leaked. It was reported by the customer that our bd nexiva (18 and 20 gauge) has leaked out of the gray stopper where the needle comes out. It pours out blood and we have to restart the IV. Verbatim: ER has mentioned a couple times that our bd nexiva (18 and 20 gauge) has leaked out of the gray stopper where the needle comes out. It pours out blood and we have to restart the IV. I have the example from today in a bag with the top paper that has IV info. Do you want this? For example, when you take the needle part out like the picture below, blood is pouring out of the stopper (the picture shows white¿.ours is gray).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: the complaint of a leak from the catheter septum was confirmed and the cause appeared to be manufacturing related. One used 18g nexiva IV catheter and one photograph were provided for investigation. What appeared to be blood residue had bypassed the septum. The septum was noted to be smeared between the cannister and catheter adapter, which likely occurred during assembly due to misalignment. The appropriate manufacturing personnel were notified of this complaint. Actions are being taken at the manufacturing facility to further address this defect. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.